Manufacturer narrative:
The insulin pump was received with constant failed selftest alarm and unable to communicate to test minilink, the glucose sensor simulator and blood glucose meter to verify sensor alarm, problem isolated to reference board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failed selftest alarm. The insulin pump was had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump received failed selftest alert and the insulin pump suspended due low sensor glucose level. The customer¿s blood glucose level was unknown. Self test was performed and the insulin pump alarmed failed selftest alert. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.